Event description:
Customer reported the ratio of the radiation field to the field of vision of the amplifier was outside the normal levels. No patient injury was reported.

Manufacturer narrative:
No ge service was needed. Customer restored the system to operate as intended.